Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular (lv) lead was found to have an unstable and elevated pacing threshold. An increase in pacing output would cause diaphragmatic stimulation. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.